Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. The keypad traces at the flex fingers was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. Unable to test pump error 63, failed battery test alarm, auto mode anomaly , pump/sensor communication anomaly or audio/vibrate anomaly due to blank display. Unit had cracked case at battery tube side and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery failed, pump error 63 and had a vibrate anomaly. The customer's blood glucose was unknown at the time of incident. The customer was unable to rewind the pump. The insulin pump will be returned for analysis.